Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer's blood glucose level was 175 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test and rewind test. The motor passed the motor test. Unable to confirm motor error alarm due to prime anomaly. The device was unable to prime during the prime test due to detached end cap. The unit had cracked case on the lcd display window corners, minor scratches on lcd display window, and cracks on the reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.